Event description:
A report was received that the patient¿s leg gave out and fell on the side where the scs (spinal cord stimulator) system was implanted. It was reported that the patient¿s fall was device related. No further information could be obtained.